Event description:
It was reported the radiopaque marker detached from this introducer sheath into the soft tissue of the biliary tree during a biliary drainage procedure. Retrieval of the detached marker utilizing a dilator was uneventful. Another unit was used to successfully complete the procedure without patient complications. The device used in this procedure was not returned for evaluation. Therefore, no failure analysis is available. Patient anatomy and/or user technique may have been contributing factors to this event. However, without evaluating the device the co is unable to determine the exact cause for this event.

Manufacturer narrative:
One accustick six french sheath along with another manufactuter's introducer system were received, evaluated and retained by this MFR. The radiopaque marker was not returned for evaluation. The engineering evaluation indicated the sheath was torn approximately 2.5 centimeters from the distal tip with an accordioned region extending proximately from that location to approximately 4 centimeters from the distal tip. The original site of the radiopaque maker was visualized under 10x magnification. Unevenly distributed scrape marks extending slightly proximal to the site and then distally off the device tip were noted. Crimp indentation marks of the original radiopaque marker site were faintly visible. Follow up could not confirm resistance was encountered during the procedure. However, although the crimp marks were only faintly visible, the condition of the sheath, torn with scrape marks, was indicative of excessive force which may have contributed to this event.